Manufacturer narrative:
This model is not sold or marketed in the u.s. However, it is similar to device: model 2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA number p860057/s001. (B)(4). Device evaluation is still pending. When the device evaluation becomes complete, a supplemental will be filled.

Event description:
Edwards received information that this 23 mm aortic pericardial valve, implanted fifteen (15) years and one (1) months, was explanted due to aortic stenosis secondary to calcification and host tissue as valve degeneration. This valve was originally implanted for bentall surgery with an artificial vessel (28 mm) by using everting mattress sutures to correct aortic regurgitation. The bottom of the valve and the artificial vessel were sutured through and knotted. Replacement of ascending aorta was also performed with an artificial vessel (24 mm). The patient was (B)(6) at that time. The subject device was replaced with a 19 mm on-x mechanical valve with no adverse patient effects reported as a result of the valve replacement. Patient status was reported as ¿recovered¿ at ICU.

Manufacturer narrative:
Device evaluated by manufacturer: the clinical observation of stenosis, calcification, and host tissue was confirmed. Visual examination and radiography identified calcification and host tissue overgrowth. X-ray demonstrated heavy calcification on all three leaflets and wireform intact. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 8mm on leaflet 3 on the inflow aspect. Host tissue on the stent circumference was moderate at the inflow aspect. Wireform was exposed near leaflet 1 on the outflow aspect and near leaflet 3 on the inflow aspect. Sewing ring was cut at multiple locations around the valve and sutures remained on the sewing ring. Additional manufacturer narrative: calcification and host tissue overgrowth led to stenosis. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus. The time course and severity of pannus growth is largely variable among the patients. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves. A manufacturing non-conformance was not identified. A definitive root cause cannot be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. There was no indication or allegation of a device malfunction contributing to the event. The instructions for use (IFU) has been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events through the use of edwards quality systems. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No further corrective or preventative actions are required at this time.

Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation.